Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures were received. A physical investigation was not possible. The user report contains information regarding catheter helix break. The sales rep. Provided video was reviewed and the helix break of the catheter can be confirmed. Therefore, the investigation is confirmed for the helix break reported issue. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027), g3. H11: h6 (method, result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial artery via left femoral access, the helix of the catheter allegedly broke out in the outer layer. It was further reported that the helix allegedly went two-three centimeters inside the physician hand and reportedly removed the partial helix with a forceps. The current status of healthcare professional is unknown.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right superficial artery via left femoral access, the helix of the catheter allegedly broke out in the outer layer. It was further reported that the helix allegedly went two-three centimeters inside the physician hand and reportedly removed the partial helix with a forceps. The current status of healthcare professional is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.